Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of mitral stenosis as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This report is filed as an elevated mean mitral valve gradient of 6mmhg was observed. It was reported that the patient presented with degenerative mitral regurgitation (mr) grade 4+, and a mean mitral valve pressure gradient of 2mmhg. Two mitraclips were implanted without a device issue. Post-procedure, mr had decreased to grade 3-4 and the mean mitral valve pressure gradient was 6mmhg. There were no associated clinical symptoms due to the elevated pressure gradient. There was no treatment provided. No additional information was provided regarding this issue.